Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract disorder ("urinary problem") and vaginal discharge ("vaginal discharge"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal infection, cystitis, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered cystitis, fallopian tube perforation, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received : event "she did not undergo with essure confirmation test" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract disorder ("urinary problem") and vaginal discharge ("vaginal discharge"). At the time of the report, the uterine perforation, fallopian tube perforation, vaginal infection, cystitis, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered cystitis, fallopian tube perforation, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ppc and dpc code added. Company causality comment added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract disorder ("urinary problem") and vaginal discharge ("vaginal discharge"). At the time of the report, the uterine perforation, fallopian tube perforation, vaginal infection, cystitis, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered cystitis, fallopian tube perforation, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- event injury updated to uterus perforation. New events fallopian tube perforation, urinary problems, bladder infection, vaginal discharge, vaginal infection were added. Patient information, new reporter were added.